Event description:
The following has been reported: "customer reporting air in line alarm - eventually cleared by purging. Output volume test failed. Expected 25ml, but actual measured was 26.94ml. Powered down overnight. When tried to turn it on, it alarmed air bubble again and there was no air bubble present. No adverse reactions reported." Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed and several air alarms were found that confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to repairs information, several tests were carried out but were not successful. The reported event was reproduced. Air sensor could not be calibrated therefore the defective part was replaced and sent to brézins for further investigation. Cross-tests were performed and a drift of value of the air sensor was noticed which confirms the reported event and is most likely caused by degradation of the ceramic bonding. An internal CAPA is addressing this issue. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.